Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched case, a scratched reservoir tube window, a scratched keypad overlay, a detached end cap, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report physical or cosmetic damage on the insulin pump. The customer's blood glucose level was 158 mg/dl. No further details were provided.